Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology at time of implant are unknown. It was reported that during a follow-up, the CT (unknown date) showed the bifurcated stent graft had migrated approximately 4 cm. There was no type I endoleak identified on CT. The diameter of the aortic neck went from 26 to 30 mm in diameter for over 4 cm. The patient will be monitored. No clinical sequelae were reported and the patient is fine. Review of returned cta¿s from 9+ years post-implant revealed that the aneurx bifurcate had fallen into the sac, and there was a proximal type I endoleak. The top of the stent graft was approximately 5cm below the renal arteries, and the proximal neck was angulated 90deg to the bifurcate aortic body and limbs. The proximal neck (flow lumen) diameter just below the renal arteries was approximately 20mm, and 2cm distal to the renal arteries the neck was dilated to 32mm. The contralateral limb was placed into the left common iliac artery. The ipsilateral limb was positioned within the right common iliac, which appeared unopposed to the right iliac artery. The distal ipsilateral limb od measured 15mm and the right common iliac diameter measured 20mm at that location. There was no clear distal type I endoleak; contrast was seen within the right common iliac but not within the distal aaa sac. The maximum aaa diameter at the mid-sac was 3.7cm. No stent graft kinks are visible and both limbs are patent. Cta¿s from 9+ years, 7 months after the previous study, showed the stent graft in the same approximate position 5cm below the severely angulated neck. There is contrast seen in the proximal sac, indicating likely sac pressurization from a proximal type I endoleak. The maximum aaa diameter is 3.9cm at the mid-sac. There is again marginal seal within the right common iliac which shows the common iliac artery diameter at 20mm which is not being sealed off by the 15mm od stent graft. There is no clear distal type I but unknown if the aaa may be pressurized distally. No stent graft kinks are visible and both limbs are patent. The exact cause of the stent graft migration is unknown. Earlier follow-up images were not provided. It is likely that disease progression (neck dilatation) and morphology changes (highly angulated proximal neck) may have contributed. Disease progression may have also contributed to the marginal distal seal in the right iliac artery.

Manufacturer narrative:
(B)(4). Exact date of event is unknown.